Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: the pump's battery cap was able to fully tighten however the slot on top of the battery cap was damaged. There was a battery compartment crack observed below the grip pad. There was evidence of short battery life along with multiple low battery warnings and replace battery alarms observed in the black box. The pump's current draws were not within specifications. There was no evidence of moisture or loose components inside the pump. Investigation showed that the component u33 was defective, causing high current draws and short battery life. Unrelated to the initial allegation, the display screen was dim and discolored. The audio bolus button cover had a tear in the center and the bolus button was unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.